Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging a black particles found in water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Made correction to problem code grid.